Event description:
It was reported, the patient experienced a persistent burning sensation at his ipg site that was unrelated to charging. He reported, the pain was present whether stimulation was on or off. Diagnostic testing revealed normal impedance readings. The patient stated he felt pain at the inferior side of the ipg and had recently received pain injections near the site. It was reported his pain medications had recently been changed. The patient will follow up with his physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.